Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform the occlusion, priming and excessive no delivery test due to compromised force sensor system error alarm. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, cracked case, broken belt clip slot, missing reservoir tube o-ring and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.